Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) previously recorded episodes of noise on the ventricular channel four days post device implant, where right ventricular (rv) sensitivity was decreased to resolve. Approximately seven months later, the right ventricular (rv) lead exhibited loss of capture (loc), high threshold measurements and out of range pace impedance measurements resulting in >2000 ohms. Device output was increased in the rv and a lead revision procedure was planned. An invasive procedure was performed approximately one month later. The rv lead was surgically abandoned and replaced with another rv lead. The device was electively explanted and upgraded to a biv device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.